Event description:
During a right ventricular outflow tract (rvot) premature ventricular contractions (pvc) procedure, temperature issues resulted in a procedural delay. While performing the first lesion in the lateral rvot, temperature cutoff of 42 degrees was reached almost immediately upon starting ablation. The catheter was repositioned and a second lesion was attempted, this resulted in another temperature cutoff being reached almost immediately. This was while ablating at 25w and 13ml flow. The catheter was exchanged but the second catheter displayed the same issue, hitting temperature cutoff immediately. This catheter was exchanged for a tacticath se ablation catheter which resolved the issue. The procedure was completed with no adverse consequences for the patient.

Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. The ensite automark file returned to product performance engineering was analyzed. Based on temperature data for sessions corresponding to the complaint device, temperature would increase to a set limit after ablations were initiated causing the tempguard feature to activate, consistent with the reported event. However, a simulated ablation was performed and no temperature or power delivery anomalies were noted. Further inspection of the distal electrode indicated the tip thermocouple was adequately bonded within the distal tip well. The catheter met specifications during electrical testing and irrigation flow testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.